Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the oscillator on the central processing unit circuit board was not functioning as expected. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.